Event description:
The event is reported as: complaint alleges: the balloon did not open at the time of pretesting of the device. No patient involvement.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.